Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving a sensor scan of 53 mg/dl and the customer was given juice, cola, and glucose as treatment. The customer was not feeling well and the family doctor was called and a blood glucose result of 300 mg/dl was obtained on the hcp meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer received treatment from the family doctor however, treatment information is unknown. No further information was provided. There was no report of death or permanent impairment associated with this event.